Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device detected loss of capture on the right ventricular (rv) lead. Autocapture resulted in some difficulty with programming, however, this issue was resolved with boston scientific technical services (ts). No adverse patient effects were reported.